Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the procedure that was to happen when the issue occurred was aborted. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system on-site and confirmed that an image processing pc (ippc) error was preventing the system from doing exposures. Troubleshooting found that the ippc software was at fault. The fse installed the ippc operating system (os) and application. After the ippc os and application were installed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.